Manufacturer narrative:
A steris service technician arrived onsite and no water was observed to be on the floor. The technician was advised by hospital personnel that water was spraying out the side of the big blue housing. The technician de-installed the housing and observed a pin hole. The technician replaced the housing, ran a processing and diagnostic cycle and returned the unit to service.

Event description:
The user facility reported that water was leaking from the big blue housing. No injuries or procedural delays/cancellations were reported.